Manufacturer narrative:
Analysis of programming history confirmed event.

Event description:
While performing an internal review of programming history it was noted that on the day of implant, (B)(6) 2008 the device was interrogated twice and the settings were 0/30/500/30/180, three system diagnostics were performed and resulted in "fault", a third and final interrogation was performed and the settings were 1/20/500/30/60 and were not corrected prior to the patient leaving the implant surgery. Their settings were later corrected on (B)(6) 2008 to 1ma output current, 30 signal frequency, 500 pulse width, 30 seconds on time, 5 minutes off time. No adverse events were reported in relation to this event.